Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user experienced persistent hyperglycemia with cgm and fingerstick readings reported as high, including a fingerstick of 471 mg/dl, while using a teflon infusion set; the user performed multiple infusion site changes with guidance, confirmed no kinking or leakage, and insulin delivery was resumed, after which glucose trended down to 233 mg/dl. Symptoms included thirst consistent with hyperglycemia. Outcomes included no health consequences or lasting impact. Investigation included interviews and analysis of user-provided information. Investigation of this case revealed no specific findings and insufficient information to attribute the event to a device problem or a particular device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.